Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change the user observed 154 units in the cartridge, announced a meal, and later noted 142 units remaining, and asked whether this was normal; the agent explained that insulin delivery for the announced meal would account for the reduced volume, and the user reported a blood glucose of 224 mg/dl following the meal. Symptoms included hyperglycemia. Outcomes included no injury, no alerts or alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education focused on insulin usage following meal announcements. Investigation of this case revealed normal device function with insulin usage consistent with a meal bolus and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with physiological response to a meal and expected insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.